Manufacturer narrative:
The device was returned for analysis. The reported break was confirmed. The difficult to advance is related to the procedural circumstances and cannot be tested in a lab environment. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other similar incidents for this lot. The reported difficulties and subsequent treatments are due to the circumstances of the procedure. In this case, it is likely that an interaction with patient anatomy and or the angle of insertion caused a break in the guide, per the reported resistance with the anatomy during insertion. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with a proglide device after a percutaneous coronary intervention procedure using a 6f sheath. Reportedly, resistance was felt due to anatomy while advancing the device in the body. Prior to suture deployment, it was noted that the black catheter portion [guide] broke from the metal tube [guide tube]. The issue was identified, and, as the device was held together by the actuator wire, the entire device was withdrawn as a single unit from the patient¿s body. A non-abbott device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.